Event description:
Last year, a patient underwent coronary artery bypass graft procedure x(4), aortic valve replacement, and abdominal aortic aneurysm repair. Patient did well with surgery, and post-operatively. Hospital received notification, from another state's department of health, that this patient had been diagnosed with mycobacterium chimerea infection. This infection has been linked at other hospitals to the heater cooler device used during the patient's 2015 cardiac surgery. Patient expired in fall 2016.

Event description:
Last year, a patient underwent coronary artery bypass graft procedure x(4), aortic valve replacement, and abdominal aortic aneurysm repair. Patient did well with surgery, and post-operatively. Hospital received notification, from another state's department of health, that this patient had been diagnosed with mycobacterium chimerea infection. This infection has been linked at other hospitals to the heater cooler device used during the patient's 2015 cardiac surgery. Patient expired in (B)(6) 2016.